Event description:
The customer reported that the system displayed multiple errors and shut down without command. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced, the high voltage cable was cleaned and greased, and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.